Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5034821) in united states on (B)(6) 2014 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced sharp shooting pain in my ovary area, broke out in a chronic rash, gained 10 lbs, and chronic hip and knees aches/pains. No info given on consumer's history, past drugs and concurrent conditions. It was not reported whether the consumer received any concomitant medication. On (B)(6) 2013, the consumer had essure (fallopian tube occlusion insert) inserted. Immediately after essure insertion, pt started to experience sharp, shooting pain in ovary area. She broke out in chronic rash, gained 10 lbs without charging diet and even after starting yoga 5 days a week. She had chronic hip and knee aches/pain and kept feeling worse and worse. Essure was discontinued on (B)(6) 2014. Consumer did not respond to f/u attempts.